Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during tension free vaginal tape procedure performed on (B)(6) 2009. According to the complainant, after the procedure, she experienced severe medical problems associated with the boston scientific advantage tvt mesh implant. Reportedly, she experienced severe pelvic and nerve pain for the past twenty months and was treated with pain medications such as; gabapentin, and steroid injections. Pain management includes massage, physical therapy, nerve blocks, acupuncture, ice and heat therapy, and she had to go to emergency room visits as well. The patient underwent numbers of medical tests such as; CT scan, MRI's of abdomen, hip, lumbar spine and pelvis, ultrasounds, nerve studies, x-rays of pelvis, colonoscopy, vaginal exams and blood test.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during tension free vaginal tape procedure performed on (B)(6) 2009. According to the complainant, after the procedure, she experienced severe medical problems associated with the boston scientific advantage tvt mesh implant. Reportedly, she experienced severe pelvic and nerve pain for the past twenty months (as of february 2018) and was treated with pain medications such as; gabapentin, and steroid injections. Pain management includes massage, physical therapy, nerve blocks, acupuncture, ice and heat therapy, and she had to go to emergency room visits as well. The patient underwent numbers of medical tests such as; CT scan, MRI's of abdomen, hip, lumbar spine and pelvis, ultrasounds, nerve studies, x-rays of pelvis, colonoscopy, vaginal exams and blood test. As of (B)(6) 2018, the patient reported her condition was getting worse and a surgical removal of mesh was scheduled for the following month. She indicated she will be out of work and on disability for at least eight weeks.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during tension free vaginal tape procedure performed on (B)(6) 2009. According to the complainant, after the procedure, she experienced severe medical problems associated with the boston scientific advantage tvt mesh implant. Reportedly, she experienced severe pelvic and nerve pain for the past twenty months and was treated with pain medications such as; gabapentin, and steroid injections. Pain management includes massage, physical therapy, nerve blocks, acupuncture, ice and heat therapy, and she had to go to emergency room visits as well. The patient underwent numbers of medical tests such as; CT scan, MRI's of abdomen, hip, lumbar spine and pelvis, ultrasounds, nerve studies, x-rays of pelvis, colonoscopy, vaginal exams and blood test. Additional information received on march 14, 2018. On june 1, 2010 the patient suffered complications from boston scientific advantage tvt bladder sling causing severe pelvic pain and nerve damage. Additional information received on april 10, 2018. According to the complainant, her condition is getting worse and a surgical removal of mesh is scheduled for next month. She reports she will be out of work and on disability for at least eight weeks.

Manufacturer narrative:
The voluntary user medwatch number is mw5075228.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during tension free vaginal tape procedure performed on (B)(6) 2009. According to the complainant, after the procedure, she experienced severe medical problems associated with the boston scientific advantage tvt mesh implant. Reportedly, she experienced severe pelvic and nerve pain for the past twenty months and was treated with pain medications such as; gabapentin, and steroid injections. Pain management includes massage, physical therapy, nerve blocks, acupuncture, ice and heat therapy, and she had to go to emergency room visits as well. The patient underwent numbers of medical tests such as; CT scan, MRI's of abdomen, hip, lumbar spine and pelvis, ultrasounds, nerve studies, x-rays of pelvis, colonoscopy, vaginal exams and blood test. ***additional information received on march 14, 2018.*** on (B)(6) 2010 the patient suffered complications from boston scientific advantage tvt bladder sling causing severe pelvic pain and nerve damage.